Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter needle separated from the sleeve. This was discovered before use. The following information was provided by the initial reporter: when placed catheter to bed 1 of guizichen for the intravenous infusion, found that the needle is separated from the needle sleeve. A new indwelling needle is replaced immediately after the discovery.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ catheter needle separated from the sleeve. This was discovered before use. The following information was provided by the initial reporter: when placed catheter to bed 1 of guizichen for the intravenous infusion, found that the needle is separated from the needle sleeve. A new indwelling needle is replaced immediately after the discovery.